Event description:
It was reported that the transfer set had a loose cap inside the pouch. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot number h13a24011 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was returned for evaluation. During visual inspection, loose cap was identified. Should additional relevant information become available, a supplemental report will be submitted.